Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a low speed events can be confirmed based on the submitted log file; however, a correlation between the device and reported epistaxis, gi bleeding, hcap and bacteremia cannot be conclusively determined. The patient was hospitalized locally for epistaxis, gi bleeding, hcap and bacteremia and did receive a course of IV vancomycin. While admitted, the patient experienced unusual alarms. The alarms occurred while seated and there was a beep associated with them. A log file from the time of the reported event, dated (B)(6) 2019, was submitted. The log file contained approximately 17 days of data, spanning from (B)(6) 2019 19:02 to (B)(6) 2019 16:41, which captured 2 low-speed advisories and 1 low speed hazard while the patient was supported by the patient cable and mpu. No unusual events were noted when the patient was on battery power. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned distal end of driveline. A distal end driveline replacement was performed by a tech services representative on 27sep2019. Approximately 17¿ of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The silastic sleeve was removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Multiple requests for additional information were sent to the customer. The patient remains ongoing on vad support. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. Bleeding and infection are listed in the hm2 IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also outlines the use of anticoagulation therapies. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The account reported the patient was hospitalized due to epistaxis, gastrointestinal bleeding and bacteremia. Patient was treated with IV vancomycin for the bacteremia. While admitted, the patient experienced unusual alarms when seated and there was a beep associated with it. Upon integration, a pump stoppage alarm which was not preceded by drive line disconnect was noticed. Manufacturer's technical service representatives reviewed the log files and observed speed drops that occurring on (B)(6) 2019. It was suspected that patient had a short-to-shield. On (B)(6) 2019, an external percutaneous lead replacement was performed. All tests passed. No issues were noted after the patient was back on the grounded patient cable. No further information was provided.